Manufacturer narrative:
Manufacturing investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 left ventricular assist system instruction for use lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 2 years, 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient was admitted to the hospital for an episode of rectal bleeding. The patient received a sigmoidscopy and had a hemoclip placed to treat the bleeding. No further information was reported.